Manufacturer narrative:
Pump received with no button response due to flattened act button dome switch (no crease). No unlocked j2/lcd keypad connector. No button error alarm noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.